Event description:
It was reported that the physician was unable to implant both leads as a result of the patient's anatomy. The leads were removed and different leads were successfully implanted. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary; (B)(4) no anomalies were found; full lead was returned for analysis. (B)(4) no anomalies were found; full lead was returned for analysis.